Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided from the analysis.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement, removal difficulty and loss of capture. A lead revision was completed with a new lead implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement, removal difficulty and loss of capture. A lead revision was completed with a new lead implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity, hi-pot and x-ray tests. Lead was determined to have met specifications. Product investigation does not provided any additional information. MDR decision remains the same.